Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the incident. The customer stated that he works at a school where he was dealing with a student when his pump alarmed. The customer removed and reinserted the batteries. The customer was assisted with a high pressure test. The customer's pump passed the test function. The customer's pump worked as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.